Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 alarm test due to moisture damage noted on the force sensor resistor. The insulin pump passed basic occlusion and displacement test. No motor error alarms noted. The insulin pump has cracked reservoir tube lip and minor scratches the on display window noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.